Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that customer had air bubbles in the reservoir from time to time and on two occasions causing diabetic ketoacidosis. The blood glucose at the time of the incident was unknown. It was stated that the customer had used infusion sets and reservoirs from different lot numbers and had called several times to troubleshoot. Gassing was discussed as the air bubbles happen the day of set change. The insulin pump passed the high pressure test. The customer changed the set and would try warming the insulin to body temperature. The device will not be returned for analysis.